Manufacturer narrative:
The radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown.

Manufacturer narrative:
Ongoing radiometer investigation on the 2023-06-13, of the received data logs indicate that the cause of the issue is an obstruction, which likely was caused by a clot in the fluidic pathway. New information regarding the abl800 analyzer was received on 2023-06-14, where installation of new sodium electrodes have not resolved the discrepancy. Hence further testing and investigations is planned and ongoing as the radiometer field service engineer is in the process of installing new electrodes/module, and gathering new information.

Event description:
According to the complaint, on (B)(6) 2023 when using an (B)(6) the customer reported a potential bias for na (sodium) on this analyzer which is undetected by calibration and both internal and external qc. All patient results were elevated by 6-10 mmol/l in reference to the lab value. Abl800 lab unit 148 137 mmol/l. 153 136 mmol/l. 148 130 mmol/l. 156 145 mmol/l. The customer reported the 4 results from the abl800 as false high.